Event description:
It was reported that (1) 512sd device was used during a laparoscopic cholecystectomy procedure. It was reported by the rep that the red lever was pressed down to arm the trocar. Attempt to insert trocar and the lever unlocked. Rearmed the red lever to insert and the lever unlocked and the safety shield did not engage. The product was set aside. The surgeon used another trocar to finish the case and there was no consequence to the pt.